Event description:
It was reported the patient experienced an internal heating sensation at her scs ipg pocket site while charging her scs ipg battery. The patient was advised by a sjm representative to charge more often and to avoid leaning against the patient's soft recliner during charging. Follow-up is pending.

Manufacturer narrative:
This ipg serial number was included in a field correction. Evaluation: method - the device history and sterilization records were reviewed. Results - the device history and sterilization records reviewed were found to meet specifications and no anomalies related to this event were found. Conclusion - the cause of the reported complaint could not be determined from the review of the DHR and sterilization records. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.